Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.  The cause of the reported issue could not be determined.

Event description:
The customer reported that their device had powered itself off during patient use.  The customer did not provide any additional information on the patient event, nor were they available when attempting to follow up to gather information. There was no patient info provided.